Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported receiving a button error alarm on the insulin pump. She stated that customer may have laid on the insulin pump during a catheder and may have pushed more than three buttons. The blood glucose reading before the surgery was 315 mg/dl but had not been checked after surgery was over. Customer was in the hospital for a surgery unrelated to high blood glucose. Nothing further was reported.

Manufacturer narrative:
The insulin pump received with intermittent button response and button error alarm due to corroded keypad traces. The insulin pump had minor scratches on lcd window, cracked display window corner, cracked reservoir tube lip and missing end cap sticker. The insulin pump passed displacement test, rewind test, basic occlusion, occlusion, prime and no delivery tests.